Event description:
The customer reported a problem with the system's monitor. No patient injury was reported.

Manufacturer narrative:
The ge service representative performed an onsite investigation. The charge coupled device function on the camera was repaired. The system was tested and found to be working as intended and put back into service.